Manufacturer narrative:
The device was returned to olympus. The customer report of discolored fluid exiting from the distal tip including the auxiliary water channel was not reproduceable. The device evaluation revealed deep scratches in the bending section of the scope due to physical stress (caused by handling) and deep buckle in the insertion tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii duodenovideoscope had discolored fluid exiting from the distal tip including the auxiliary water channel after manual cleaning and reprocessing the scope three times. No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The device referenced in this report was inspected; however, the customer's reported event was unable to be duplicated. Considering investigation results and past similar cases, it is likely that the biopsy channel as well as the air and water channels were inappropriately reprocessed. This may have caused the event.